Manufacturer narrative:
Zimvie received one (1) tsvt4b10, (imp,tsv,4.1,10,mtx,mg) for evaluation. Visual evaluation of the as returned product identified the implant with signs of use, apparent bone / tissue attached to external threads. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. Cal3839 (due: aug 30, 2023). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1241677. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1241677 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿functional other.¿ the customer did not submit images for the reported event. Appropriate documents were reviewed. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 3, the most likely root causes determined from the investigation are missing or confusing instructions for use, inadequate treatment planning. Therefore, based on the available information, device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
It was reported that the implant was placed in cement retained position and general dentist requested the implant is removed and placed in a screw retained position.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported implant was placed in cement retained position and general dentist requested the implant is removed and placed in a screw retained position. Additional appointment required, implant removed and grafted. New implant will be placed. Symptoms as a result of the event: none indicated.